Event description:
Nurse reported that the customer was admitted to the hospital unconscious due to low blood glucose. Nurse stated that while customer was wearing the pump in the hospital she was given a shot of cortisone. Customer raised at one point to high blood glucose and dka. Troubleshooting was performed and pump appeared to be operating.